Event description:
It was reported that the patient presented for surgery with a diagnosis of l5-s1 spondylolisthesis with bilateral l5 radiculopathy and spinal claudication. The patient underwent a procedure for l5-s1 laminectomy, bilateral l5-s1 facetectomy, right l5-s1 transverse lumbar interbody fusion with peek graft and l5-s1 pedicle screw instrumentation bilaterally. Bmp was placed inside and outside the implant. At 2 months post-op the patient was diagnosed with left l5 radiculopathy secondary to impingement by pedicle screw from previous surgery. The patient underwent a revision of left l5-s1 instrumentation and decompression of left l5 nerve root.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. FDA osb was first notified of these events on the 24th of july 2013.